Event description:
A severely calcified lesion in the circumflex coronary artery was pre-dilated with a 2.5mm diameter ptca balloon. Another manufacturer's stent was inserted but was unable to cross the lesion and was removed. A 2.0mm diameter by 15mm length s7 stent delivery system was then inserted and advanced to the lesion. It was not possible for the stent to cross the lesion despite reported attempts to "dotter" the stent across the target lesion. The stent delivery system was removed and the lesion was pre-dilated again with a 2.5mm diameter ptca balloon. The s7 stent delivery system was re-inserted and during attempts to cross the lesion, the stent dislodged from the delivery balloon when it caught on calcium in the proximal coronary artery. The undeployed stent was successfully retrieved with a ptca balloon and removed from the patient. There was no further reported treatment to the lesion. It was reported that the physician thought the stent dislodgement had occurred due to the severity of the lesion and not the fault of the device. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The severely calcified lesion not being 1:1 pre-dilated likely contributed to the stent not crossing the lesion and the severe calcification contributed to the stent dislodgement.